Event description:
It was reported that during the procedure the left ventricular lead was damaged/cut. The lead was partially removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the proximal segment was returned and analyzed with no anomalies found. Visual analysis was performed and there was blood/body fluid (not obstructed) on the distal conductor and the outer insulation had a cosmetic depression.